Event description:
On (B)(6) 2022 - the consumer claims the product burnt his back. The consumer has an appointment to see the doctor.

Manufacturer narrative:
On (B)(6) 2022 - we have requested the device to be returned to the manufacturer for an investigation. To date, we have not received the device.

Manufacturer narrative:
12/6/2022 - we have requested the device to be returned to the manufacturer for an investigation. To date, we have not received the device. 7/8/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
11/9/2022 - the consumer claims the product burnt his back. The consumer has an appointment to see the doctor.